Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges to have observed a chalky white residue inside the packaging. The reported defect was detected during inspection of their supply. There was no patient involvement.